Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. Baxter's functionality testing confirmed the undetected upstream occlusion, but the eval could not reproduce the failure. The device passed flow rate testing and upstream occlusion and upstream air detector testing during the eval. The ultrasonic sensor was recalibrated to ensure proper detection.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device had an undetected upstream occlusion and failed the upstream occlusion test. There was no pt involvement.